Manufacturer narrative:
The report of the autopulse platform ((B)(4)) displaying a system error message was not reproduced during functional or archive review. The autopulse platform is a reusable device and was manufactured on 30 jan 2006 and has exceeded its expected service life of 5 years. The platform is 12 years old and has not seen regular preventive maintenance. During archive data review it shows no session occurred on the reported event date of (B)(6) 2018. However, the archive shows the last use of the autopulse platform was on (B)(6) 2018 which show multiple occurrences of user advisory (ua) 30 (error communicating with fan controller), unrelated to the reported event. As a precaution, the power distribution board was replaced to avoid the chance of a reoccurrence of a ua 30 error message evaluation of the platform was performed and no fault or error observed during functional testing. As part of routine service during testing, the platform was and examined and observed several damages on the motor cover, encoder cover, top cover, battery compartment and both head restraint brackets. The physical damages found during visual inspection is not related to the reported event. Historical complaints were reviewed for service information related to the reported complaint and no similar complaint was reported for the autopulse platform with serial number (B)(4).

Event description:
During shift check, the user of the autopulse platform ((B)(4)) observed unknown error and prompts to perform CPR, it is likely that user observed "system error, out of service, revert to manual CPR" message on the user control panel. No patient involvement.